Manufacturer narrative:
This report is submitted on february 22, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with topical and oral antibiotics and steroids (type not reported), however the issue could not be resolved. The patient was placed under general anesthesia, april 2016 (specific date not reported) in order to remove the abutment. The implanted device remains.